Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is:(B)(4).

Event description:
A health care professional reported that cutter did not cut during cataract surgery. It was unknown when the procedure was completed. The surgery was completed by replacing the product with another one. There was no information about the patient impact.